Event description:
It was reported that a surgeon did not want to use the zipfix application gun because of sternal infections in his patients. The thoracic coordinator told the consultant that the surgeon had to bring back four zipfix closed patients in the past couple weeks for debridements. The surgeon has no other concerns with the implants themselves. Since he is not using the gun, he is tightening and cutting the zipfix with different instruments on hand. No item or lot numbers were provided. No patient information was available. There were no reports of any surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hospital infection control cultured all zipfix guns which tested negative. Surgeon and hospital are satisfied that zipfix guns and implants are not the cause of the infection.